Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, there was bleeding after sealing with the device. The issue occurred with the suprarenal vein after sealing. There was no regrasp alarm or evidence of energy delivery. The vessel was then cut after being sealed, showing that the vessel was only partially sealed. The bleeding was less than 250ccs. No serious patient injury occurred and medical intervention was not required. The generator was not been returned as it is currently in preventative review.

Manufacturer narrative:
Evaluation: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, there was bleeding after sealing with the device. There was no regrasp alarm or evidence of energy delivery. The issue occurred with the suprarenal vein after sealing. No patient injury occurred and no medical intervention was required.